Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-implant check, crosstalk and a drop in sensing was observed on the atrial lead. No patient symptoms were reported. X-ray imaging was normal. Device reprogramming was performed.